Event description:
Healthcare professional reported that during the implant procedure he cut the valve holder sutures to remove the holder. When the holder was removed, none of the "vh" sutures were attached to the holder. The surgery was prolonged as he had to retrieve the sutures. The valve remains implanted and therefore was not returned for eval. There was no reported adverse effects to the pt.